Event description:
It was reported that there was a malfunction resulting in high airway pressure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The relief valve was reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that the unwanted airway pressure is less than 10cmh2o, and temporary short-term. The issue was not a reportable malfunction.